Manufacturer narrative:
Correction: corrected ¿returned to manufacturer on¿ to 7/25/2017.

Manufacturer narrative:
Results: the podj embolization coil was stuck inside its introducer sheath. The embolization coil stretch resistant wire was fractured. Conclusions: evaluation of the returned device revealed that the podj¿s embolization coil sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. Since the podj was reportedly removed from the procedure with no mention of embolization coil detachment, the fractured sr wire and detached embolization coil were likely incidental and likely occurred after removal from the procedure. Since the pusher assembly was not returned for evaluation and the embolization coil was returned detached, the root cause of the reported resistance could not be determined. The pusher assembly to the podj was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aortic artery using a pod packing coil (podj). During the procedure, the physician successfully placed three podjs using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance the podj more than about 15 cm into the microcatheter; therefore, the podj was removed. The procedure was completed using a new podj and the same microcatheter. There was no report of an adverse effect to the patient.